Manufacturer narrative:
(B)(4). The investigation of this complaint is in progress at the time of this report.

Event description:
Customer complaint alleges that the doctor "found white cuff leakage prior to use on patient during functional test."

Manufacturer narrative:
(B)(4). A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The sample was returned for evaluation. A visual exam was performed and no obvious defects were observed. The bronchial clear cuff was inflated to 25m bar with a calibrated endotest meter and the pressure in the cuff dropped rapidly during inflation. In addition, the blue cuff was inflated and could also not maintain pressure. The device was then immersed into water and air bubbles were observed coming from the blue cuff. No bubbles were seen coming from the clear cuff. The area of leakage was detected and observed under magnification. A cut mark was detected on the clear cuff. The cut mark closely resembles that of an injection needle. A 100% leak test is performed during the manufacturing process; therefore, a defect of this type would be detected prior to release from the manufacturing facility. In addition, no injection needles are used during the manufacturing process. It is most likely that the defect is due to improper handling by the end user during preparation.

Event description:
Customer complaint alleges that the doctor "found white cuff leakage prior to use on patient during functional test."